Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered anti-tachycardia pacing (atp) and shocks due to suspected atrial arrhythmia with rapid ventricular response. Atp accelerated the arrhythmia into de ventricular fibrillation (vf) zone. A total of eight shocks were delivered and therapy was exhausted. Technical services (ts) was consulted and reviewed possible solutions for the exhibited behavior. This ICD remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered anti-tachycardia pacing (atp) and shocks due to suspected atrial arrhythmia with rapid ventricular response. Atp accelerated the arrhythmia into de ventricular fibrillation (vf) zone. A total of eight shocks were delivered and therapy was exhausted. Technical services (ts) was consulted and reviewed possible solutions for the exhibited behavior. This ICD remains in service. No additional adverse patient effects were reported. The device was not returned by the customer, therefore, no product analysis could be performed.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered anti-tachycardia pacing (atp) and shocks due to suspected atrial arrhythmia with rapid ventricular response. Atp accelerated the arrhythmia into de ventricular fibrillation (vf) zone. A total of eight shocks were delivered and therapy was exhausted. Technical services (ts) was consulted and reviewed possible solutions for the exhibited behavior. This ICD was explanted several months after due to normal battery depletion. No additional adverse patient effects were reported.